Event description:
Tampon user reported that a tampon came apart inside pt's body. A physician removed the tampon. No further details were provided. Apparently, the user had no adverse consequences associated with this incident. First quality hygienic, inc. Requested that the user send remaining tampons back to the manufacturer for evaluation. None have been received.